Event description:
It was reported that the fluoro image froze during endovascular treatment. The treatment was suspended and the system was fixed by resetting the system power. The treatment continued without further issues. No reported pt incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.